Event description:
The customer reported an occlusion alarm after less than a day of wearing the pod on his abdomen. His blood glucose became "immeasurably high" and he was hospitalized for 5 days. He used his insulin pen for corrections, but that did not help either. Everything was going well with him by he time of the call.

Manufacturer narrative:
The device has not been returned for evaluation. We are unable to confirm the product condition. The pt reported an occlusion alarm. This is a safety feature not considered a malfunction. He did not report when the alarm occurred relative to the rise in his blood glucose and his subsequent hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "when a hazard alarm occurs in the pod, all insulin delivery stops. Failing to address the situation could result in hyperglycemia. If you had a temp basal or extended bolus running when the hazard occurred, the pdm will remind you of this. Due to the serious nature of hazard alarms, you must act promptly to resolve them. Acknowledge the alarm condition by pressing ok, which silences the alarm. Deactivate and remove the active pod. Activate and apply a new pod," and, "an occlusion may result from a blockage, pod malfunction or from using old or inactive insulin. If insulin delivery is interrupted by an occlusion, check your blood glucose level and follow the treatment guidelines established by your healthcare provider. Hyperglycemia could result if appropriate actions are not taken." It advises, " to avoid hyperglycemia (high blood glucose), check you blood glucose at least 4 - 6 times a day (when you wake up, before each meal, and before going to bed)."